Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded the normal range, displaying ¿high,¿ though the specific value was unknown. The customer contacted technical support for troubleshooting and was assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction recurs, and the customer acknowledged this advice and understood the instructions.